Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from two different samples collected from two different patients tested on a vitros 5600 integrated system. Based on historical vitros tsh quality control results, there was no indication the vitros tsh reagent had malfunctioned. No precision testing was performed on the instrument so it was not possible to verify the performance of the instrument at the time of the event. Therefore, an instrument issue cannot be ruled out as contributing to the event. Concerning the patient 1 sample, the presence of an interferent in the patient sample that is interacting with the matrix of the vitros tsh assay, but not with the non-vitros method, could not be ruled out. The patient was taking biotin supplements, although the dosage is not known. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. However, current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 volume 44-issue 3 pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. Concerning the patient 5 sample, it is unknown if the patient was taking biotin supplements, and therefore, a sample interferent cannot be ruled out. In addition, the customer stated that improper pre-analytical sample handling could have potentially contributed to the event, however, this was not confirmed.

Event description:
The customer observed reproducible, lower than expected, vitros tsh results obtained from two different samples collected from two different patients processed on a vitros 5600 integrated system, when compared to the expected results obtained from a non-vitros system. Patient sample 1 result of 0.330 and 0.386 miu/l vs. The non-vitros result of 2.30 miu/l. Patient sample 5 result of 0.428 miu/l vs. The non-vitros result of 0.963 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh result obtained from sample 1 was reported outside the laboratory; however, the results were questioned physician. There was no allegation of inappropriate action taken resulting in patient harm as a result of this event. The lower than expected vitros tsh result obtained from sample 5 was not reported outside the laboratory and there was no allegation of patient harm. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).